Manufacturer narrative:
Correction: h6: investigation conclusion code should be "67 - no problem detected".

Event description:
It was reported that a patient presented in-clinic or an explant procedure. Prior examination of the patient's implantable cardioverter defibrillator revealed back-up vvi mode. The device was explanted and replaced on (B)(6) 2023. No patient consequences were reported.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the field device image found the device went into backup mode due to power-on reset as a result of low battery voltage. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The low battery voltage is consistent with normal battery depletion. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, and pacing output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event is normal battery depletion based on usage. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.